Manufacturer narrative:
Beckman coulter complaint handling unit contacted the customer and confirmed the patient results with the ! Flags were repeated with comparable results. The customer stated no erroneous patient results were generated. Therefore, this event does not meet the criteria as a reportable event.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer. Hardware performance may have contributed to this event; however, the primary failure mode could not be determined. The fse replaced the ise (ion-selective electrode) buffer syringe, mixed buffer solution, and verified connections in the ise which resolved the issue. (B)(4).

Event description:
Customer reported the generation of erroneous ise patient results with ! Flags. There was no report of change to patient treatment in association with this event.